Manufacturer narrative:
The user indicated that the sensor came out unexpectedly and was not intentionally removed. The user was seen by their hcp, and no medical intervention was required. The user is currently using the system with a replacement sensor offered as part of another case, MFR#3009862700-2026-00872.

Event description:
The user reported that the sensor detached from the arm on (B)(6)2026, while showering. The user stated that the original insertion site from september 2025 had previously healed and closed, but reopened briefly when the sensor came out and then closed again. The user reported minor bleeding at the time of the event. The user's healthcare provider was aware of the event, and the user had a follow up appointment scheduled for evaluation.